Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coiled object extends into the endometrial cavity from the isthmus for a length of at least 2 cm but is surrounded by myometrium') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included multiparous (gravida 6,), parity 6 and ovarian cyst (left ovarian cyst). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2008: the left ostia was then cannulated with the essure device. There were approximately three coils remaining. The right tubal ostia were again reidentified and cannulated. There was, however some resistance thought to represent tubal spasm. After several minutes the spasm was not resolved. The device was fired and there were approximately eight coils left outside the tubal ostia. Patent tolerated procedure well.. Pathology test - on (B)(6) 2018: gross: a silver metallic coiled object extends into the right isthmus from the right fallopian tube. The coiled object extends into the endometrial cavity from the isthmus for a length of at least 2 cm but is surrounded by myometrium. The myometrium surrounding the coiled object has a focal well defined trabeculated nodular appearance. The proximal 1.2 cm length of the right tubal lumen contains tightly coiled silver metallic material. At the left cornua, is a 2.4 cm long fallopian tube remnant, the lumen of which is completely filled with a silver metallic tightly coiled object. Per request of the surgeon, the essure coils are saved. Pathologic diagnosis uterus, ovaries, cervix, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo oophorectomy: cervix with low-grade to focally moderate dysplasia (cin 1-2). Inactive endometrium. Adenomyosis and leiomyota. Benign bilateral fallopian tube with paratubal cysts. Benign bilateral ovaries left with benign serious cystadenoma and a hemorrhagic corpus luteum cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: mr received: event medical device removal was updated to the coiled object extends into the endometrial cavity from the isthmus for a length of at least 2 cm but is surrounded by myometrium. Medical history, lab data, reporters , patient demographic details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coiled object extends into the endometrial cavity from the isthmus for a length of at least 2 cm but is surrounded by myometrium') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included multiparous (gravida 6,), parity 6 and ovarian cyst (left ovarian cyst). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2008: the left ostia was then cannulated with the essure device. There were approximately three coils remaining. The right tubal ostia were again reidentified and cannulated. There was, however some resistance thought to represent tubal spasm. After several minutes the spasm was not resolved. The device was fired and there were approximately eight coils left outside the tubal ostia. Patent tolerated procedure well. Pathology test - on (B)(6) 2018: gross: a silver metallic coiled object extends into the right isthmus from the right fallopian tube. The coiled object extends into the endometrial cavity from the isthmus for a length of at least 2 cm but is surrounded by myometrium. The myometrium surrounding the coiled object has a focal well defined trabeculated nodular appearance. The proximal 1.2 cm length of the right tubal lumen contains tightly coiled silver metallic material. At the left cornua, is a 2.4 cm long fallopian tube remnant, the lumen of which is completely filled with a silver metallic tightly coiled object. Per request of the surgeon, the essure coils are saved. Pathologic diagnosis uterus, ovaries, cervix, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo oophorectomy: cervix with low-grade to focally moderate dysplasia (cin 1-2). Inactive endometrium. Adenomyosis and leiomyoma. Benign bilateral fallopian tube with paratubal cysts. Benign bilateral ovaries left with benign serious cystadenoma and a hemorrhagic corpus luteum cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.